Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the unit is showing vertical lines on the display. No patient incident was reported. Additional info was received on (B)(6) 2014: the customer reported that the unit was able to monitor, the values were only partially visible and the readings were obstructed in some way. Additional info was received on (B)(6) 2014: the customer clarified the comment of readings obstruction as the parameters like spo2, pi, pr was not visible fully. For example, if value of pr says 80, a vertical line is visible on 8, which make it uncertain for user to know whether its 8 or 9.